Event description:
Pt name is (B)(6) dob (B)(6) 1945. Pt was scanned on monday (B)(6) 2023 for a stat c-spine. Pt appeared to have normal mental status. The ER nurse filled out the safety sheet. Pt was asked by the technologist 2 x if she had any implants. Pt said no. They ordered a MRI brain w/wo on (B)(6) 2023. Pt was brought down on (B)(6) 2023 to do the test. When screening the pt, she noted had a stimulator. We checked the pt and she did. We told the pt we could not scan her until she had the controller for her stimulator. The pt stated it is off and she had no issues with the prior scan. Vendor was called to get the make and model. Pt. Had her family member bring in the controller. I spoke with the nurse, and they will order x-rays to verify the unit. Pt will be brought back down after verification. Fmd was utilized and did not alarm.